Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they cannot turn on their device with their programmer. They then mentioned that they are able to turn the device on, however, cannot adjust the settings. The patient stated that they had a radiofrequency ablation at the hospital, and had their device turned off completely. Since then, the patient has been trying to adjust the settings, but is not able to. The patient was directed to their healthcare provider to have their device checked. No further complications were reported. No patient symptoms were reported. The patient was implanted for other chronic/intact pain (trunk/limbs) and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient¿s manufacture representative (rep) met with the patient and tried to fix their programmer utilizing the rep¿s machine. When unable to do so they called the service department and received information allowing the rep to resolve their problem utilizing the rep¿s machine. The inability to adjust the device settings was completely resolved. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.